Event description:
The customer reported that the system failed to generate fluoroscopy x-ray. There is no report of serious injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and repaired. The system was tested, found to be working as intended and returned to service.